Event description:
The center technician received an electrical shock while servicing the pcs2 device. The technician alleges that he was transported to the hospital for evaluation and found to have a minor burn as well as shock symptoms.

Manufacturer narrative:
After the incident, the device was serviced by a haemonetics service technician on (B)(4)2011. Physical inspection of the device wiring was performed and no issues were found. A defective power supply caused the fuses to blow and shut down the equipment, as designed. After the defective power supply ws replaced by the haemonetics service technician, the machine passed all diagnostic tests at the customer site. Upon return to haemonetics, the equipment was found to pass all final manufacturing functional tests including ground continuity and leakage current. The investigation is ongoing, as the defective parts have been returned to the respective suppliers for further evaluation.